Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 2 of 4 for (B)(4). It was reported that on (B)(6), 2021, the patient underwent the surgery for femoral neck fracture with the fns implants in question. According to the report, the surgery was completed successfully without any surgical delay. It was reported, however, that after the surgery, femur head osteonecrosis was confirmed on an unknown date. Subsequently , the fns implants were removed and replaced with artificial bone head on (B)(6), 2022. The revision surgery was completed successfully with an hour delay. The status of the patient post-revision was unknown. No additional information was provided. This complaint involves four (4) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9, e1 h6: a device history record (DHR) review was conducted: part # 412.213s lot # 7l88357 manufacturing site: werk selzach release to warehouse date: 18 feb2021 expiration date: 01 feb2031 supplier: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 412.213 non-sterile lot # 89p2605 manufacturing site: mezzovico release to warehouse date: 10 feb 2021 a manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.